Event description:
Customer reported large bubbles in her reservoir. Troubleshooting occurred to fix the air bubble. Customer stated this was a recurring issue and did not want to troubleshoot further. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.